Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing pulsing or palpitations in their throat and chest when getting into their car. Follow up response from the clinic indicated that the patient's symptoms were reproducible with ventricular pacing. The clinic suspected a magnetic source within the car caused the palpitations. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.